Manufacturer narrative:
Reporter information: (B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that the device does not charge the battery and it beeps constantly even though it is correctly connected to the network. It is not possible to perform an operation test. There was no patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.